Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was chipped part on top of the insulin pump. Customer stated that insulin pump was overheating at back left side on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, sleep current measurement test, active current measurement test and self test. Monitored unit for 2 days, no device heating noted. No unexpected alarms noted during testing. No damage on electronic assemblies noted. Peeled off keypad overlay and no damage noted on keypad traces. Device received with missing display window cover, pillowing keypad overlay and minor scratches on case. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.